Manufacturer narrative:
A patient underwent a system revision was reported to abbott. It was determined the patient's ipg reached end of life and leads showed high impedances. As a result, the ipg and leads were replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg was reaching end of life and their leads had high impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs system was explanted, replaced, and therapy was restored.